Manufacturer narrative:
The field service engineer (fse) went onsite and found that there was a speaker malfunction inop alarm coming up as soon as the device is turn on. The fse determined that the speaker required replacement. The fse replaced the speaker to resolve the issue. The device was operational after repairs were completed.

Event description:
The customer reported that the speaker malfunction inop alarm coming up as soon as the device is turn on. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no patient involvement.